Event description:
Rns were attempting to start an IV on a patient. After getting IV site, rns attempted to connect extension set and upon securing device to hub of IV catheter the spin collar device detached from the device.

Event description:
Rns were attempting to start an IV on a patient. After getting IV site, rns attempted to connect extension set and upon securing device to hub of IV catheter the spin collar device detached from the device.